Event description:
After venipuncture for IV insertion was completed, the inner cannula of the catheter did not retract when the retract button was depressed. It appeared that the spring inside the device became stuck. No harm to patient or staff.